Manufacturer narrative:
An evaluation was performed on the returned product and could not replicate the customer complaint for a pressure defect. Two brand new tube sets were returned for evaluation. The tube sets were attached to the pump which displayed all appropriate settings. The tube set was then functionally tested and showed no discrepancies. These tube sets functioned as intended. Smith and nephew will continue to monitor. No further investigation is required. (B)(4).

Event description:
It was reported that during a rotator cuff and knee arthroscopy using an inflow only tube set (3), that the pressure tube set was not holding correct pressure letting to much fluid into the joint. It was also reported that the tube set was removed and gravity was used to complete the surgery. (B)(4).